Event description:
During a ptca treatment procedure the quantum maverick monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the lad coronary artery. The quantum maverick monorail balloon catheter was removed adn replaced with another balloon cathter to successfully complete the procedure. Pt status is reported as 'good'.